Event description:
Philips received a complaint on the intellivue mx850 patient monitor indicating that there was a speaker malfunction issue. The field service engineer (fse) went onsite and confirmed that there was a speaker inop (inoperative) message with working audio. The fse determined that the loudspeaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the loudspeaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that they were having speaker malfunction issues. It is unknown if the device was in use however no patient harm was reported.